Manufacturer narrative:
Title: a novel, easier and safer alternative method for oesophagojejunal reconstruction after totally laparoscopic total gastrectomy source: surgical endoscopy (2023) 37:4075¿4083 accepted: 25 february 2023 d10 concomitant product/s: unknown eea unknown eea lot #:unk unknown egia su unknown endo gia sulu lot #:unk unknown endo gi unknown endo gia instrument lot #:unk medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature, a retrospective study evaluated outcomes of a novel laparoscopic modified overlapping esophagojejunostomy anastomosis method in patients who underwent totally laparoscopic total gastrectomy for gastric cancer between january 2019 and 2022. Patients were divided into three groups. 12 had circular anastomosis with an oral anvil device. Postoperative complications included: anastomotic stenosis. The patient with stenosis was readmitted and treated endoscopically. Article: a novel, easier and safer alternative method for oesophagojejunal reconstruction after totally laparoscopic total gastrectomy author: mehmet aslan year: 2023 publication: © the author(s), under exclusive licence to springer science+business media, llc, part of springer nature 2023.